Event description:
Hundreds of orders populate the electronic ordering menu screens of the cerner millenium cpoe system. Name idiosyncrasies are prevalent. Standard and generally accepted names of tests and procedures are sometimes not found on the menu. This requires extensive hunt time. There are medications listed that no longer exist. Cerner does not appear to keep the listings on its order menu current. In a case of anion gap acidosis, it was indicated to assess the serum for ketone bodies. Entering k-e-t-o-n-e b-o-d-I-e-s enlightened the screen with "ketones -acetone level-". It was clicked and with multiple subsequent clicks, it was ordered. The result appeared on the laboratory screen grid as "acetone" "neg". There are three ketone bodies, each indicating a unique redox state, but cerner's cpoe device only allows ordering one of the three. Free text ordering of lab tests with specifications are not accessed by the lab and in general are not completed. In summary, there are care limiting and pt endangering defects involving the ordering menu for this cpoe system.